Event description:
It was reported that a piece of a ceramic beak was found and removed from patient's bladder in (B)(6) 2024. It has been advised that the initial procedure was in 2019. Patient had experienced infections and pain post op 2019.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal (B)(6) complaint ID: (B)(4).